Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a routine removal of a cmfd (craniomaxillofacial distractor) in a baby, ((B)(6)) the baby had some redness on one side of his face approximately 3 weeks after the initial surgery when the distractors were implanted in the mandible. It was also noted that some pus was found and cleaned out. After the removal of the flexible extension arms (also routine), it was noticed that one of the silicon sleeves on the flexible extension arms was missing. During the removal of the distractors, a remnant of the silicon sleeve was found in the left side exposure site and removed. The remainder was not found. This report is for one (1) extensarm removable flex l30 f/cmf distr. This is report 1 of 1 for complaint (B)(4).